Event description:
It was reported the camera head had an image failure. The procedure was cancelled. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The issue occurred during preparation for an unspecified tur-b procedure. The procedure was completed without the camera unit.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, d9 (date returned to mfg), h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noise occurs and no image is displayed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: because the cable unit is twisted, noise occurs and no image is displayed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.